Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the left ventricular (lv) lead. The lead also exhibited high thresholds and a possible fracture. It was also noted that the atrial lead exhibited high thresholds. The lv lead was reprogrammed and remains in use. The atrial lead was capped and not replaced as the patient has permanent atrial fibrillation. No patient complications have been reported as a result of this event.